Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and two limb extensions. Upon follow-up on 12/30/2015 a computed tomography revealed patient had an endoleak type 3a, with sac growth between a medtronic thoracic stent and our bifurcated graft. The physician also identified a possible type 2 endoleak between the proximal bifurcated stent graft and the inferior mesenteric artery (ima). The physician elected to implant an additional bifurcated stent which sealed the endoleak. The patient is doing well.

Manufacturer narrative:
Based on the clinical evaluation type el3a endoleak not confirmed and a type 2 endoleak confirmed. Potential contributing factors product use was off label, aortic neck diameter of 3.7 cm; and, concomitant use of a non endologix suprarenal stent. Event is not a design or manufacturing related issue. The root cause is inconclusive, there is not enough information to determine the cause of the endoleak.